Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer did not have an alternate method of insulin delivery. Tandem's technical support recommended for the customer to contact a healthcare provider to obtain an alternate method of insulin delivery.